Event description:
The customer reported the device failed to power up due to a bad powerbrick (ac power module). There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device failed to power up due to a bad powerbrick (ac power module). There was no reported pt involvement. The device was evaluated by the customer and confirmed the failure. The problem was traced to a faulty ac power module. The customer confirmed that a new ac power module was ordered to resolve the problem. All performance testes passed and the device is operating as should. This was a malfunction of the ac power module that caused the device to fail to power up. No further communication was requested and none is warranted.